Event description:
It was reported difficulties were encountered during deployment of this biliary stent during stent placement in this pt with cholangio carcinoma. As a result, the stent system perforated the internal sheathing of the endoscope. The system was removed and a plastic stent was placed without further incident. However, six hours post-stent placement, the pt experienced chills, fever and hypotension and was treated with antibiotics. The pt is currently recovering. The device has just been received by this MFR. Upon completion of the engineering eval, a supplement will be sent at that time. Since the pt presented with an immunosuppressed illness, this may have been a contributing factor in this event. However, without evaluating the device, co is unable to determine the cause for this event at this time.